Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on january 11, 2019. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction based on the data from the analysis of the injector system. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. The acist consumable kits used during the event were functionally tested, and there was no evidence of device malfunction based on the results of the testing. Based on this investigation, there is no evidence of device malfunction related to this event and no inadequacies related to the device labeling/instructions for use. The cause of the event is inconclusive. This report is considered closed.

Manufacturer narrative:
Acist multi-use syringe, model a2000, lot: 21118h; acist single-use manifold kit, model bt2000, lot: 24118d; acist angiotouch hand controller kit, model at-p54, lot: 22618n. Acist angiographic injection system, model cvi, was received at acist on january 11, 2019. Investigation is in process. Upon completion of the investigation, acist will submit a follow-up report to FDA.

Event description:
User facility reported: during a coronary angiogram and percutaneous coronary intervention (pci), approximately 1 cm of air was injected into a patient's coronary artery. The patient had no flow in the artery, st-segment elevation, chest pain, shortness of breath, bradycardia, and hypotension. Patient was treated with nitroglycerin, adenosine, and oxygen, and the symptoms resolved.